Event description:
The mother of the patient reported that for the last couple of weeks, her son's insulin infusion device has been shutting on and off on its own. The mother was informed about the power pack recall and was advised that a probable cause for the device turning off without warning could be caused by the battery. The patient's battery was approximately 4 weeks old. The patient's blood glucose elevated to 350 mg/dl due to this issue. His normal blood glucose value is in the 200 mg/dl range. The patient had symptoms of excessive thirst and fatigue. The patient also tested his urine, which tested positive for ketones. The patient switched over to his back-up device, drank lots of water and bolused accordingly to improve his blood glucose value. The mother also stated that her son's device would continuously display the e4 (occlusion) erros. The patient does not feel the delivery and functionality of his device is operating correctly. No medical treatment was necessary. The product has ben requested to be returned for evaluation.